Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d4 (lot), d4 (expiration date), h4.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a therapeutic video-assisted neck surgery procedure, the tissue pad of their sonicbeat device peeled. The procedure was successfully completed with a back-up olympus device. There were no reports of patient harm.

Event description:
The customer reported that, during a therapeutic video-assisted neck surgery procedure, the tissue pad of their sonicbeat device peeled. The procedure was successfully completed with a back-up olympus device. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: grasping section was closed without grasping anything while the output was activated (this includes after tissue resection), causing the tissue pad to wear out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.